Event description:
Reporter noted just as they began vitrectomy, the chamber collapsed. The pt's natural lens fell on the instruments in the eye, causing a traumatic cataract. Pt will need to return to have the cataract removed and an iol implanted.